Event description:
Pump was sent in to service with a report stating that failure code 538:320 occurred on channel b and c. A failure code 714 had also occurred. The reporting facility's biomedical engineer said no patient injury or medical intervention was involved with this pump and that the pump was not on a patient at the time the reported failures occurred.